Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was related to customer¿s pump not delivering insulin. The customer changed infusion set, loaded a new cartridge onto the pump, a correction bolus and correction injection were delivered to address bg and pump was replaced.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.